Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer had low blood glucose level of 25 mg/dl. Customer was treated with food. Customer had symptoms such as sweating, cramping, anxiety and belligerence. Customer was alleging insulin pump for over delivering because customer did not know that blood glucose went from 170 to down below 40. Customer stated that the insulin pump passed displacement test. The insulin pump will not be returned for analysis.